Event description:
The facility reported their system was smoking, crackling, and had a burning smell while they were setting up for the procedure, so one case was cancelled. The case had not started; there was no patient injury.

Manufacturer narrative:
The returned questionnaire indicated that the reported issue occurred prior to the beginning of surgery, when no accessories had been connected to the legacy. When the field service engineer inspected and tested the unit per the service test procedure (stp), they were unable to replicate the reported issue. Additionally, when the printed circuit boards (pcbs) were removed from the unit and inspected for visual defects or other abnormalities, none were noted or observed. For this reason, the reported issue could not be confirmed and the root cause could therefore not be determined.